Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture (loc) at maximum output. A new lead was successfully placed at this time. No additional adverse patient effects were reported.